Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer received a no delivery alarm on the insulin pump. The customer stated that the insulin pump kept notifying her to rewind the insulin pump. The customer stated that the insulin pump continued to drop insulin after the numbers began to scroll. The customer's blood glucose was 376 mg/dl. The customer treated herself with a manual injection. Troubleshooting could not be done because the alarm had already been resolved by an infusion set change. Advised customer to monitor the insulin pump. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.